Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Engineering device investigation confirmed the reported symptom of "se 322" (1 occurrence) through the history log. The unit was tested in an attempt to reproduce the reported symptom. The "se 322" was unable to be reproduced during testing. Evaluation could not determine the root cause. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliaries were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced. The device was removed from service and the customer was issued a replacement device.

Event description:
It was reported that during an infusion (unknown medication and programmed delivery parameters), a device alarmed system error 322. There was no patient injury reported.